Event description:
It was reported that during an unknown procedure, the product didn¿t work properly.

Manufacturer narrative:
(B)(4). Batch#: 693a49. Additional information was requested, but unavailable: 1. Could you please provide more details for "product didn't work properly"? 2. Did the device lock out and could not be fired at all? 3. Or was the trigger advanced with no staples deployed? 4. Were there missing staples from the staple line? 5. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? 6. Could you please clarify if there were any patient consequences? 7. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tx30v device arrived with no apparent damaged and with a reload loaded on the device. The reload was received with the staples partially protruding and 2 missing staples. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 693a49, and no non-conformances were identified.